Event description:
The user facility reported that their aic displayed a controller error during patient support. Troubleshooting was attempted by the operator; however, the decision was ultimately made to swap out the console. Support continued following the swap. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "alarm header displayed in the left column; window is color-coded red for critical alarms, yellow for serious alarms, white for advisory notifications, gray for resolved alarms.¿ "abnormal situation. Prompt action needed. 3 beeps every 15 seconds alarm header on yellow background". "Overlaid with a translucent yellow when the controller cannot determine catheter position, position is wrong, and placement monitoring is suspended or disabled". "When the impella catheter is operating in a low flow range, placement monitoring may be suspended and the flow rate in the lower left corner of the controller display screen will turn yellow to indicate that impella position is unknown". This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation into the reported aic - controller error (yellow alarm) has been completed since the original report was filed. Imc logs confirmed the reported failure mode given there was a controller error alarms (opm comm crc error ¿ event set # 1045) triggered during the clinical procedure. .real time (rt) logs confirmed that this was a pattern failure mode in which all signals received from optical bench (placement, snr, contrast, lamp, gain) are interpreted as -16384 values. The reported issue is a known pattern failure caused by a temporary loss of optical data (placement, snr, contrast, lamp, gain). Abiomed is aware of the issue and is working on appropriate corrective action. There¿s no need to send the console in for repairs if the condition self-corrects. This is a low probability event and is very difficult to reproduce. If needed, the clinical team can monitor patient hemodynamics and impella position with imaging. The device was not requested to be returned because the issue is self-correcting.